Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer received the device. (B)(4). Visual examination of the returned device revealed that the cutting wire was broken and blackened. Functionally, water was injected into the jagtome and there was no leakage in the working length and contrast port noted. It was found during investigation that the cutting wire was broken. It is most likely that a peak of voltage could have caused the failures noted. Therefore, the most probable cause of this complaint is adverse event related to procedure since it is the most likely that the adverse event occurred during the procedure and the device had no influence on event. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
Boston scientific received a jagtome rx 39 device with no associated information. Evaluation of the device revealed a broken cutting wire. Follow up with the sender revealed that this jagtome rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure. They were trying to increase the size of the sphincterotomy, and the patient already had a metal stent in place. Possibly, the cut wire touched the metal stent and broke at that point. Reportedly, no part of the device detached inside the patient. The procedure was completed with this device with no further action needed. There were no patient complications reported as a result of this event.